Event description:
The customer reported approximately two milliliters of clear fluid leaked from the center section of the blood sampling valve (bsv) and onto the counter involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diluent leaked from the center section of the blood sampling valve (bsv) pad fitting. The fse replaced the blood sampling valve and actuator to resolve the issue. The fse performed primary and secondary calibration and verified system performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).